Event description:
The pt had an angio-seal implanted in (B)(6) 2012. In (B)(6) 2012, a f/u coronary angiogram was performed for previous stent placement. It also revealed an intermittent occlusion due to an intimal protrusion caused by a spheroid dissection in the right femoral artery, though femoral vascular flow was uncompromised. A subsequent arteriography in (B)(6) 2012 revealed a narrowed stenosis of the common distal femoral artery at the puncture site with a slight thrombus. On (B)(6) 2012, the femoral stenosis was resolved with balloon dilatation. Add'l info was requested and unavailable.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info rec'd, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.